Event description:
It was reported that during a laparoscopic gastrectomy procedure, the clip did not come out at the 5th firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) = feeder shoe. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, twelve conforming clips were fed and formed; however, the clips were fed intermittently. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the feeder shoe tang were found to be damaged causing the feeding issues. No conclusion could be reached as to what may have caused the damage at the feeder shoe tang. The batch record was reviewed and no anomalies were noted during the manufacturing process.